Event description:
Right knee became red [injection site joint redness]. Right knee became swollen [injection site joint swelling]. Right knee became painful [injection site joint pain]. Veiny very thin veins [vein disorder]. Case narrative: based on additional information received on 15-oct-2019, case which initially assessed as non-serious, updated to serious due to events right knee became swollen, right knee became painful, right knee became red (seriousness criteria: intervention required). Based on additional information received on 15-oct-2019, case became medically confirmed. Initial information received on 26-sep-2019 regarding a solicited valid serious case received from a patient via call center, in the scope of post-marketing sponsored study "spon_I_synvisc one". Patient ID: (B)(6); country: (B)(6). Study title: (B)(6). This case involves a (B)(6) female patient who experienced right knee became swollen, right knee became painful, right knee became red (latency same day) and veiny very thin veins (latency unknown), while she was treated with hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication (s) and family history were not provided. On (B)(6) 2018, the patient received hylan g-f 20, sodium hyaluronate, injection, at dose of 6 ml once via intra-articular route in right knee with straight knee and lateral injection technique (with an unknown batch number) for grade 1 osteoarthritis and patellar cartilage flap tear. The information on lot number was requested. On the same day, the patient's right knee became swollen, painful, red (intervention required) with severe intensity. Patient received treatment with corticosteroids injection. On (B)(6) 2019, patient recovered from swollen, painful, and red right knee. On an unknown date, after unknown latency following the intake of hylan g-f 20 and sodium hyaluronate, the patient was reported to be veiny- to have very thin veins. Action taken: not applicable for all the events. Corrective treatment: triamcinolone acetonide (kenalog) and naproxen for right knee became swollen, right knee became painful, right knee became red; not reported for other. Outcome: unknown for veiny/ very thin veins and recovered for rest of the events. A product technical complaint was initiated on 07-oct-2019 for synvisc one. Batch number: unknown global ptc number: 60493. The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 07-oct-2019. Reporter causality- not reported for veiny/very thin veins; related for rest all events. Company causality- not reportable for veiny/very thin veins, reportable for rest all events. Additional information received on 07-oct-2019. Investigation summary received and ptc results added. Additional information received on 15-oct-2019 from physician. Based on additional information received, case became medically confirmed and updated to serious. Indication of suspect added. Outcome of events right knee became swollen, right knee became painful, right knee became red updated to recovered. Corrective treatment added. Reporter causality for events right knee became swollen, right knee became painful, right knee became red updated. Clinical course updated and text amended accordingly.